Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician experienced placement difficulty with the right ventricular (rv) lead. When attempting to implant the lead in the his bundle, the lead tip got caught on the tricuspid valve. Upon lead removal, it was noted that tissue from the tricuspid valve was stuck on the end of the lead helix. The lead was removed and replaced with a new one. Additionally, it was noted that the patient had existing tricuspid valve regurgitation pre-procedure, but it was noted by physician to have worsened post-procedure. Physician treated the valve complication with medication. No further patient complications have been reported as a result of this event.